Event description:
It was reported that the 4-40 stud was broken off the handpiece prior to the case. The case was completed with another handpiece and instrument. No patient consequence was reported.